Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced non-conversion during 2 ventricular fibrillation (vf) episodes. The patient was hospitalized in the intensive care unit (ICU) and ventilated due to another underlying condition when the episodes occurred. Boston scientific technical services (ts) was consulted and observed undersensing during both episodes. Ts discussed options for optimizing programming and recommended reviewing with the physician in charge due to the complex patient medical situation if ventilated and in the ICU. No additional adverse patient effects were reported. At this time, this device remains in service.